Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 02:03:49 on (B)(6) 2024. At 06:52:04, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 06:52:44, the patient received the appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was asystole for 10 seconds transitioning to severe bradycardia @ 10 bpm with pvc¿s. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 10:47:49 on (B)(6) 2024.